Event description:
Report received of a non-delivery with no pump alarm. It was reported that there was a non-delivery of an unspecified medication due to a stopcock being turned to the off position when the infusion was started. The pump reportedly did not alarm for occlusion. The non-delivery was for a duration of 10 minutes before it was noticed by the nurse. There was no reported pt event. The pump was removed from clinical service. Once the stopcock was turned to the on position, the infusion continued without incident. The pump serial number was not recorded. Though requested, there was no further info available.